Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the patient has suffered from escalating pain and soreness in both hips. She is no longer able to perform activities such as climbing, kneeling or bending over without severe hip pain and cramps or muscle spasms in her legs. Patient has been injured by excessive levels of chromium and cobalt in her blood. Patient is bilateral. (B)(6). **update**- plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** - patient's operative records were received. Upon revision the stem was found to be well fixed, there was clear fluid noted in the joint, and the cup was found to have very little bone ingrowth. Around the neck abundant black material consistent with corrosion was found. The stem and sleeve were added to the complaint and the complaint was re-opened. (Left hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Another report is found against the summit duofix tap sz4 std off. It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.